Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced due to a lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury. The problem was resolved. Cause of the event is unknown.